Event description:
The clinician used a simplant safe guide to create the osteotomy for implant sites 14 in combination with the astra tech surgery kit for this azento order. The customer placed the implant with the simplant guide. The customer states that the implant went in too mesial. The customer felt the angulation of the implant wasn't as planned. The customer had to bone graft the osteotomy and send the patient to perio. The investigation could be performed on the digital design files and returned material. Please note: we received the notification on october 5, 2021 with a blank complaint form. All we had was dentsply sales rep name. After following up, we finally got the order number and description of problem from the dentsply sales rep on november 5, 2021. We could not make a trackwise complaint beforehand without this information. Product received 02/16/2022 to be forwarded to (B)(6).

Manufacturer narrative:
The investigation could be performed on the digital design files and returned material. The results can be found below: the digital design of the product does not show any abnormalities: the simplant guide sleeve positions are designed correctly. The design of the guide is fully made in accordance to the approved implant planning of the clinician. The surgical guideline provided with the simplant safe guide is specifying the correct drilling sequences. The order remarks don't warn for any possible issue. The fit of the simplant guide on the printed model is good, there are no remarks about the fit of the finishing of the simplant guide. The preliminary investigation results point out that the simplant guide was designed according to specifications based on the clinical data provided by the customer this event is reportable per 21 cfr part 803. DHR was performed: the position of the implants: is as planned by the design team because this is an azento order. The matching of the tooth model in the (cb)CT scan: was found to be ok. The order remarks provided to the customer: did warn the customer for a possible issue: low bone volume post-op (cb)CT images are: not available. The drill protocol was created: correctly. The use of the drill protocol by the customer: is unknown. The approval of the final design proposal: was provided by the customer or representative. The quality of the (cb)CT scan dataset: was not ok, scatter. There is low bone volume, the implant is close to the sinus. The dr requested to proceed with a 4.8/8mm implant. There was a healing abutment placed, no immediate loading. The customer gave his approval for the planning and guide design. There were no errors found during digital investigation.